Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, cracked case at the reservoir tube window corners, cracked reservoir tube window, missing end cap sticker and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was cracked. Customer stated that insulin pump had neither been bumped nor dropped. Customer stated that the reservoir did lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.